Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer stated that alarm was occurred. The customer was assisted with troubleshooting for unexpected restart. Device will return device for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. However, unexpected restart alarm after battery change due to voltage leak. Insulin pump memory settings reset due to unexpected restart alarm after battery change.